Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant of left ventricular (lv) lead there was diaphragmatic muscle stimulation when implanting the lv lead to target vessel. Physician changed to another thicker and straighter vessel, and the lv lead could not be affixed so the lead was replaced with a different lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.